Event description:
It was reported that during central processing, the plastic part on the jaw was damaged. There was no report of patient involvement. Intuitive surgical, inc. (Isi) obtained the following information from the customer about the complaint: the customer confirmed that the plastic part at the base of the jaws was damaged. The insulation of the conductor wire wasn't damaged.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complain and found the primary failure of bipolar yaw pulley thermal damage. The instrument was found to have thermal damage on the yaw pulley. The instruments conductor wires were not damaged. The instrument passed an electrical continuity test.